Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "clutch problem". No patient injury reported.

Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with the tamper seal removed on the bottom case and plunger assembly. It was in good physical condition with no appearance of any physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "check clutch" and "motor rate" errors. To further investigate, an occlusion test was performed. The customer's issue was confirmed. The plunger assembly or syringe was manipulated by customer during the infusion which was causing the check clutch error. The worm coupling, worm gear, lead screw, and clutch halves for the motor rate error were replaced. Device passed all functional testing during maintenance check.